Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was charging too often. The patient stated he met with the manufacturer representative (rep) a week prior to the report and a new program was added. The intensity of the program was at 5 or 6. The patient stated that on his way home he started to get a lot of pain in through the ribcage so he switched back to program a @ 2.5v-3v. He also stated that the ins battery went "flat" that afternoon and he had spent the last 3 days trying to charge. The patient stated that his battery was at 1/2 charge and he got between 4-6 coupling bars. It was noted that the longest he stayed connected to the recharger was 3 hours and he had never been able to charge to 100% since implant. It was reported that there was a sudden change in therapy/symptoms. Patient services reviewed recharging best practices with the patient. They offered to troubleshoot with the patient but the patient did not have their recharger at the time of the call. The patient stated he was trying to set up a time to meet with the rep to further troubleshoot. The patient also indicated they did not alert the rep about the recharging issue and confirmed the pain occurred after their appointment with the rep. Additional call back from the patient reported he resolved the recharging issue of not being able to charge ins past 50%. He stated that the recharger wires were lumped together and he was using an extension cord. He straightened the wires out later on (B)(6) 2016 (afternoon) and was able to fully charge the ins in 3 hrs. The patient noted the medtronic implant was his 6th back surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the cause of the issue was that the patient did not understand how to charge properly. The patient was educated on correct charging. The issues with charging too often and the battery going flat were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.